Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization of both the lead and the generator prior to distribution.

Event description:
It was reported that a vns pt will be having surgery due to an infection that has developed at the generator site. An implant card was received by the manufacturer and it appears that the generator was explanted and a new generator was implanted. Attempts to obtain the possible cause of the infection, interventions, and the resolution have been made with the treating physician and the surgeon and have been unsuccessful to date. Review of the device history record for both the lead and the explanted generator confirmed the sterility of both devices.